Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 17.3 cm to 17.7 cm from the connector pin, due to friction with another implantable device, which could cause the noise problem.

Event description:
It was reported that numerous automatic mode switch events were observed due to noise oversensed on the atrial channel. The noise could be seen when isometrics were performed. All real time measurements were stable.

Manufacturer narrative:
No medwatch form was received.